Manufacturer narrative:
H3, h6: the navio surgical system us, pn: npfs02000, sn: (B)(6) used in treatment was not returned to the designated complaint unit for evaluation, therefore, visual and functional inspections could not be performed. Screenshots of the case were provided and confirmed the appearance of the entire tibia mesh, including the shaft and the articulating surface. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. The most likely cause of the entire generation of the tibia bone mesh is a known software bug that has been identified and investigated by the software engineering team. No containment or correction is required.

Event description:
It was reported that during a tka procedure, when they proceeded to paint the tibia and started collecting data, instead of just the proximal portion appearing, the whole tibia appeared, plateau and shaft, in bright yellow as if the tibia was completely painted. The points were cleared, and they tried again a couple more times. The same thing happened where a full bright yellow tibia appeared instantly. The checkpoints were checked and there was no movement in those. They ended up shutting down the navio, restarting, resuming operation and then the tibia appeared normal once data collection began. There was a delay of less than 30 minutes. No other complications were reported.